Manufacturer narrative:
(B)(4). The reported complaint that "the balloon kinked" is not confirmed. The returned intra-aortic balloon catheter (iabc) passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after the catheter was inserted, the balloon kinked." Anatomical insertion site of device: right. The device was removed entirely, and the issue was resolved by replacing the catheter. The second catheter was inserted at the same insertion site, and the procedure was successful. No patient complications."